Event description:
It was reported by the physician that the magnet swipes were not being logged event after exiting the session and re-interrogating several times. The physician previously provided the assessment that the patient was not using the proper magnet swipe technique and this is why the patient did not find the magnet effective. No other relevant information has been received to date.

Event description:
It was later reported by the physician that the increase in seizures is not related to vns. The increase in seizures they experienced were below their pre-vns levels. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by patients father that the patient is experiencing an increase in seizures, and magnet was not effective in aborting seizures when swiped. Father is unsure if patient can feel stimulation. The patient is non verbal, so this claim cannot be confirmed. No other relevant information has been received to date.